Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID e2dr06 implantable pulse generator (ipg) implanted: 2006 (B)(4); product ID 401158 implantable pacing lead implanted: 1988 (B)(6). (B)(4).

Event description:
It was reported that the right atrial (ra) lead exhibited oversensing in the way of noise. In addition, the right ventricular (rv) lead exhibited chronic low impedance measurements of less than 200 ohms. The ra and rv leads were capped and replaced accordingly. No patient complications have been reported as a result of this event.